Manufacturer narrative:
(B)(6). The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 clearlink luer valves spontaneously unscrew from clearlink solution sets. There was no patient involvement. No additional information was available.